Event description:
It was reported that during preventive maintenance by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) unit had a loop air leakage failure and the balloon counterpulsation pressure was insufficient. There was no patient involved.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had a loop air leakage failure and the balloon counterpulsation pressure was insufficient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and was able to reproduce the reported issue. The fse tested and found the safety disk and backup battery to be faulty. The fse replaced the safety disk and backup battery. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.